Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi84955 was released in a single batch. Batch1: lot qty of (B)(4) units were released on april 9, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper universal poly driver (part #: 279734000 and lot #:mi84955) was received at us customer quality cq. The distal tip of the device was broken, and the broken pieces were not returned. However, the broken tip was not provided, device failure/defect identified? Yes. Dimensional inspection: since the distal tip has completely broken off, shaft diameter just proximal to breakage was measured. Specified dimensions: shaft diameter. Measured dimensions: shaft diameter =conforming. Document/specification review: the following current and manufactured revisions were reviewed: mis: si quick connect poly screwdriver, assembly. Mis: si quick connect poly screwdriver, t20 driver shaft. Complaint confirmed? Yes. Conclusion: the complaint was confirmed for viper universal poly driver (part #: 279734000 and lot #:mi84955) as the tip of the device was broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) 2021 during an unknown procedure, two (2) viper universal poly drivers had tips that were stripped. There was no surgical delay. There was no patient consequence. This report is for one (1) viper universal poly driver. This is report 1 of 2 for (B)(4).